Event description:
On 4/13/99 following an intravascular procedure an angio-seal device was placed in a pt's groin. There was no reported difficulty with the device deployment; however, there was a persistent bleed with a hematoma noted (size unk) at the groin site. The pt ambulated at 8:00 pm and was discharged. Reportedly, that same evening the pt returned to the emergency room with bleeding at the groin site. As of 5/10/99 there has been no further report to the MFR of complication or add'l pt sequelae.